Event description:
Physician reported left side seroma which needed to be aspirated. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Lab analysis summary: analysis of the returned device identified the weight the device within specification, deformation and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative additionally reported "mental anguish and fear of increased risk of alcl, removal of implants due to fear of alcl", "pain", and "enlargement of lymph nodes".